Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was engaged with a non bsc guide extension catheter. While the 32 x 2.50 promus premier¿ drug eluting stent was being advanced through the guide catheter, it was noted that the stent was lifted up. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.